Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center was a getting e226 output problem error code, and the image was going black. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the subject device was not returned to olympus for evaluation. Therefore, the reported image issue was not reproduced, and a failure of the device was not confirmed. This supplemental report includes a correction to d9 and g2 from the initial medwatch. Additional information was received from the customer. A3, b5, and d10 updated accordingly. Also, information has been added to d8 and h4. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the event (error/no image3) occurred during a total laparoscopic hysterectomy procedure. The system was turned on/off, and the telescope was replaced. Although there was a 15-minute delay, the procedure was completed with the replacement device. Furthermore, it was reported that at the time of the event, the processor was not directly wired to the monitor, but connected to a third-party routing system.